Event description:
It was reported that 2 days after a coronary artery drug eluting stenting treatment procedure the pt expired from cardiogenic shock. The index procedure treated one target lesion to alleviate a myocardial infarction. Thrgat lesion 1 was a bifurcated, 2.5mm vessel diameter, 100% stenosed region of the circumflex artery to the 1st obtuse marginal artery. The lesion was 45.0 mm in length and was mildle tortuous. The physician direct stented the ;esion with one taxus liberte 2.5x16 mm drug eluting stent. This stent overlapped a cypher stent that was placed during this procedure. It was noted that a side branch flow impairment procedural complication occurred. There was also possible thrombus present. The site reported that 2 days post index procedure. Prior to discharge the pt expired from cardiogenic shoch. In the opinion of the physician this event was not related to the taxus liberte stent. This product is only ous approved but it is similar to a marketed us device.